Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician had previously performed ureteroscopy procedure on a patient. The physician used an ncircle tipless stone extractor basket to remove the large fragments of stones. The patient was brought back to the operating room to remove the remaining stones. During this procedure, the physician found a piece of previously used ncircle tipless stone extractor basket inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information is available at this time. Additional information was requested regarding the failure of the device.

Manufacturer narrative:
Investigation ¿ evaluation review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One a partial piece of the basket formation was returned for investigation. Four partial wires extending from the cannula were returned. A visual examination noted that one of the wires had the appearance of being hooked and pulled on. The appearance of this device indicates that it has met resistance beyond its intended design. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.